Event description:
Boston scientific received information in (B)(6) 2013 that this patient coded during a radiology procedure. The health care professional (hcp) verified that the patient was breathing and had received multiple therapies including external shocks which converted the arrhythmia. The patient was transported to the hospital's intensive care unit (ICU) for continued monitoring. The local representative was contacted to interrogate the device. Upon interrogation, no fault codes or error messages were displayed. During the shock lead integrity test, a "0" and "noise" were displayed. The local representative was informed by boston scientific's technical services (ts) that noise can be displayed for a commanded shock test if electromagnetic interference (emi) is detected on all shock vectors. The local representative commented that a number of electrically powered equipment are in the patient's room. The equipment cannot be powered off in order to perform additional troubleshooting to determine the source of the emi. There were no recorded out-of-range measurements from the stored daily measurements. Boston scientific received information that the patient had died. There were no allegations of device malfunction or that the use of the device caused or contributed to the patient's death.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return product department in (B)(6) 2013.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An internet search indicated that this patient died in (B)(6) 2013. Upon receipt, visual inspection identified scratches on the header, mostly occurring at the time of the explant procedure. All of the seal plugs were intact and all of the setscrews operated normally. The device was successfully interrogated with a battery status indicator of beginning-of-life (bol) associated with a monitoring voltage of 3.102 volts. A review of device memory identified multiple faults occurring in 2010 and 2013. The faults are considered benign and were self-corrected by the device. Correction of the faults indicate normal device function. The device was put through and passed manual lead impedance testing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.